Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a post implant check, the lead was found to be dislodged via x-ray. No patient symptoms were reported. The lead was successfully revised.